Event description:
It was reported that during a selenia dimensions procedure on september 30th, the gantry rotated by itself when nobody was touching the equipment. A field engineer examined the equipment and found that the side switches were sticking causing unwanted movement. No patient or staff injury reported. Switches were replaced and the system met the manufacturer´s specifications. No other information available.